Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 400, 195 and 175 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.